Manufacturer narrative:
July 26, 2013: analysis from the manufacturer is pending.

Event description:
This patient's device and two leads were explanted after approximately three months of implantation due to infection.